Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot: part: 04.168.290s, lot: 5l19848, manufacturing site: (B)(4), release to warehouse date: 28 june 28, 2019, expiry date: jun. 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for femoral neck fracture. The surgery was completed successfully without delay. Two months after the surgery, the surgeon reported pain and the surgeon confirmed by x-rays that the varus occurred. On (B)(6) 2020, the patient underwent the revision surgery. In the revision, the surgeon removed fns and performed bhp surgery. The revision surgery was completed successfully without delay. The patient outcome was unknown. This complaint involves four (4) devices. This report is for (1) bolt for femoral neck system 90mm length-sterile. This is report 1 of 4 for (B)(4).